Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported worsening mitral regurgitation (mr) and dyspnea appear to be due to the reported slda. Mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment and worsening mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. An enlarged atrium and mild calcification on the posterior annulus was observed. An xtr was implanted, successfully reducing mr to a grade of 1. Roughly four months later, the patient returned to the hospital due to shortness of breath. Echocardiography showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2022, a second mitraclip procedure was performed to stabilize the slda. One clip was successfully deployed medially of the implanted clip, reducing mr to a grade of 1-2. No additional information was provided.